Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer blood glucose level was 198 mg/dl. The customer was assisted with troubleshoot. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. The insulin pump will not be returned for analysis.